Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced device entrapment which caused mitral valve insufficiency. First catheter (thermocool smarttouch sf / d134805 / lot #: 31895039l) had force sensor error, a new catheter (thermocool smarttouch sf / d134805 / lot #: 31882163l) solved the problem. Later in the case, the second thermocool smarttouch sf catheter got entangled in the chordae during an ventricular tachycardia (vt) case and pulling it back damaged the mitral valve leading to mitral valve insufficiency. Procedure was successfully finished, but the mitral valve insufficiency will probably be treated by mitraclip implantation. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The force sensor error issue was assessed as non MDR reportable under thermocool smarttouch sf / d134805 / lot #: 31895039l). The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The device entrapment which caused mitral valve insufficiency were assessed as MDR reportable under the thermocool smarttouch sf / d134805 / lot #: 31882163l.